Event description:
Customer reported that pump declared alarm 30 during loading. There was no reported impact to the customer¿s blood glucose level as they declined to answer specific questions. Technical support assisted in loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Therefore, technical support arranged for pump replacement, and the customer will use mdi as backup therapy. Customer was instructed to return the problematic pump with a pre-paid label after putting it into storage mode.